Event description:
Reporter stated that during therapy, the dr either saw something on the screen of the computer or noticed that the red marker had moved. Dr checked with ultrasound and did not see the foley balloon inflated anymore. Dr then noticed that the red marker had moved. The catheter was removed and the balloon was deflated. This event is being reported because a similar event could result in a serious injury.